Event description:
Pt was positioned supine, feet first for a femur examination. The anterior part of the torso xl coil was positioned on top of the pt from the hips down to the knees. The posterior section of the coil was positioned behind the pt parallel to the anterior section from the hips down to the knees. None of the cables were touching the pt. The burn occurred on the pt's inner thighs about 5" up from the knees. The burns were 2nd degree burns with a size of approx 1.5 cm.

Manufacturer narrative:
(B)(4): method, result and conclusion - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.